Event description:
The customer called and reported that he was hospitalized with high blood glucose and diabetic ketoacidosis. Customer stated his blood glucose was around 600 mg/dl, which was treated for intravenously at the hospital. Customer was admitted overnight for observation and to get his blood glucose under 180 mg/dl. He was wearing the insulin pump at the time of the emergency room visit. Customer discovered after the hospital visit that the infusion set cannula was bent and stated he had probably put it too close to his rib cage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.